Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery was due to the stem subsiding because of patient fall. During the revision, the original omni stem and femoral head were revised along with the serf insert. The size 1, 8 degree arc stem was revised to a size 3 k1 stem, the 28mm a -3.5mm femoral head was revised to a 28mm +3.5mm head and the serf insert was revised to a new implant of the same size.